Event description:
Patient was admitted to ccu on 11/3/93 with m.I. In progress. A nitroglycerin IV drip was ordered at 3cc's per hour with maximum 24 hour infusion limit set at 66cc's. At 2400 on 11/3/93 the IV was noted to be infusing properly with between 50-100cc's left in the bottle. At 0230 on 11/4/93, the bottle was empty. The patient was experiencing shortness of breath and appeared to be in congestive heart failure. Her blood pressure was running 70-80. Lasix was given immediately. Thee was no respiratory or cardiac arrest, no code called. The patient stabilized and her length of stay was not thought to be extended. (See attached).the facility's in-house bio-med department performed a 24 hour flow test on both a and b channels. With cannel a set at 3cc's/hr and a 66cc's maximum limit for 24 hours, it pumped out over 600cc's. Cannel b operated within manufacturer's spec's. A bio-med tech opened up side a and the pump housing mounting screw in the upper left hand corner fell out. The mounting screw on the upper right corner was noticeably loose. The loss of rigidity caused in the pump housing by the loose mounting screws is thought to be responsible for the free flow phenomena which delivered the bolus of nitroglycerin. The manufacturer was alerted to the problem and the unit was sent to their regulatory compliance department in its unaltered state.device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-sep-93. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: performance tests performed, visual examination, other. Results of evaluation: inadequate quality assurance, unanticipated adverse reaction - short term, alarm failure. Conclusion: intermittent failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device recalled by manufacturer/distributor, device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.